Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically implanted in an female pt in 2007. 46 days subsequent to the device implant, pt treatment had concluded. The clinicians then explanted the device. During the planned explant only 5 - 7cm of the catheter could be removed from the pt as it broke inside the pt. The clinicians had to "fish out" the rest of the catheter. It is believed that the clinicians removed the detached section of the catheter with the aid of a snare. The clinicians were successful in removing the entire device from the pt. The complainant indicated that there were no adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been rec'd by this MFR, but an eval has not yet been performed; therefore, a failure analysis is not available and we are unable to determine if the device met specification. The april 2007, 15-months piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event.